Event description:
End-user reports a red raised rash to the 12 o'clock position on the peristomal skin located under wafer's mass for about 1 month.

Manufacturer narrative:
The event as described is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the s4s/sur-fit nature 2 pc - 2 pc stomahesive (sh) wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. End-user was provided instructions on care and crusting techniques through use of stomahesive powder and barrier wipes. In addition, samples of other protector/ostomy products were sent to the patient. No additional patient/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.